Manufacturer narrative:
(B)(4); it appears that the patient will undergo a heart catheterization procedure. Once completed, the patient's chronic device and electrode will be explanted. The technical service's consultant review images of the system post-implant and just prior to explant. The electrode appears to be too superior. The physician plans to explant the entire subcutaneous system and implant a transvenous device and lead system. The chronic device and electrode were explanted the following day. A transvenous device and lead system were implanted with no patient adverse effects reported. The device was received at boston scientific's return products department and is undergoing laboratory testing. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified tool marks on the casing and header. The seal plug was intact and the set screw operated normally. A charge time error was displayed with programmer interrogation. The interrogated battery voltage was 8.757 volts. A review of stored data found that the remaining battery life to elective replacement indicator was 22 percent and the charge time on (B)(6) 2017 was 14 seconds. A long charge error was confirmed to have occurred on (B)(6) 2017. The recorded charge time was 42 seconds. A shock test was attempted. The attempt was automatically aborted after 44 seconds of charging. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be prematurely depleting. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with an internal shorted condition.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The technical service's consultant was informed that this patient was admitted into the hospital emergency room (ER). The device was interrogated and a red screen was displayed on the tablet programmer indicating that the device needed to be checked. A review of the summary report identified a device integrity check message associated with CT and lc codes. The patient had developed ventricular tachycardia (vt) while doing yard work. The episode was printed which showed a fast ventricular fibrillation (vf)/vt. The device detected and charge marker at 12 seconds on standard report, but greater than 100 seconds before the first shock was delivered. Some undersensing was noted prior to delivery of the first shock. Following delivery of the first shock, the arrhythmia degraded into a very fine vf associated with some undersensing. The charge time prior to delivery of the second shock was long (greater than 160 seconds). It appears that the patient had a brief period of asystole. The local representative reported that some cardiopulmonary resuscitation was initiated. The patient's arrhythmia was terminated and the patient was awake and in sinus rhythm while in the ER. The device's sense vector was in alternate prior to shock delivery. The impedance was 'ok' and the battery life was 41%. The local representative was informed that the CT and lc codes were both charge time errors and based on the patient's need for therapy, the device should be explanted and replaced. Stored data was reviewed that verified that a charge timeout had occurred during a prior capacitor reformation near (B)(6) 2017. There was also an increased charge time in (B)(6) 2017. The device continued to generate beeping tones after (B)(6) 2017. When the patient experienced the event in early-(B)(6) 2017, the device continued to experience long charge times.